Manufacturer narrative:
After investigation, corindus has repaired this unit during normal service activities.

Event description:
The customer reported that the articulated arm was failing to hold position. During investigation, it was found that the pivot 1 joint was loose resulting in a lack of stability for the arm. Failure of the arm to hold position has the potential to result in unintended motion of the interventional devices if used on a patient.